Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. The treatment related events from the urethral implant clinical trials are those events that were deemed to be related to either the device or the procedure; all genitourinary events were classified as treatment related. During the course of the clinical investigation, 50 out of 174 subjects receiving the urethral implant treatment experienced a urinary tract infection. Most treatment related adverse events occurred within 24 hours and subsequently resolved within 30 days. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline reported previously provided.

Event description:
It was reported that following a urethral bulking implant procedure in 2006, the patient's primary care doctor prescribed cirofloxin bid for 7 days following the implant procedure to treat her urinary tract infection. It is unknown if the patient had the urinary tract infection prior to treatment. Additional information was requested but was not received. No further information has been reported.